Event description:
A 75 y/o pt was admitted through ER having sustained a vascular collapse and subsequent v-tach. In stabilizing the pt, a pacer was utilized. It was unplugged and placed on battery for transporting the pt to ccu. During transport, the pacer would not capture. The pt expired. With this pacer, "low battery" display would only be evident for the monitor and not the pacer. "Low battery" was not observed for the monitor's battery. It is not known whether the above affected pt outcome.